Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the y-site port which resulted in a fluid leak. The set ¿fell apart¿ while it was being primed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the cause of a lack of solvent is due to improper manual assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the tubing being separated from the third y-site clearlink was observed. There was a lack of solvent during the examination of the tubing, and the solvent does not apply uniformly in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.